Event description:
Caller states that he performed the following results on the same device within 10 minutes: 250mg/dl, 190mg/dl and 94mg/dl. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.